Event description:
A medtronic representative reported that while in an ear, nose & throat (ent) procedure, the navigation system powered off unexpectedly, and again 15 minutes later. It was confirmed the system was plugged into a known working outlet. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was not made available from the site. 11/18/2014 a medtronic representative, following-up at the site, was unable to replicated the reported issue. - 12/03/2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no parts have been returned to manufacturer for analysis. - no further issues have been reported.